Manufacturer narrative:
The investigation has determined that a false negative, non-reactive vitros cv2ag result was obtained from a patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause for the discordant, negative, non-reactive vitros cv2ag result was not established with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not established if the sample was processed in line with the sample handling guidance in the vitros cv2ag IFU. Based on historical qc results, a vitros cv2ag lot 0540 reagent performance issue is not a likely contributor to the event as qc fluid results were within the correct IFU interpretation. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0540. There was no indication of an instrument performance issue, however, it cannot be entirely ruled out as a contributing factor as diagnostic precision testing to assess instrument performance was not performed. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a false negative, non-reactive vitros cv2ag result was obtained from a patient sample when tested on a vitros 5600 integrated system. Result of non-reactive versus the expected result reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cv2ag results were not reported from the laboratory to a physician and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).